Event description:
It was reported to a physio-control service representative that the customer's device would not power on, only a quiet beep sounded. The battery indicator showed no green bar which indicated that the battery was depleted. After a new battery was installed the device powered on and functioned properly. Further evaluation by physio-control however showed that the analog pcb assembly caused a current leakage that drained the battery. This caused the battery to deplete and the device not to power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control determined that the cause of the reported failure was due to an inductor, designator l1, on the analog pcb assembly, being shorted. This caused the device to have 444 micro a of leakage current which depleted the battery to 0.2 v. As the device was, it would not power on. A replacement device was provided to the customer under warranty.